Event description:
The description of the event is reported as: staples were jamming. No pt injury reported. This is the second reported event for this customer.

Manufacturer narrative:
Sample reported as available, but not received yet for eval. Investigation is ongoing. A f/u report will be sent when available.